Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be swollen. All keypad buttons were intermittently responding and required excessive force to activate. Additionally, there was evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the buttons on the keypad were slow to respond when pressed. The buttons have to be pressed multiple times to elicit a response from the keypad.